Manufacturer narrative:
Evaluation: no product was returned by the customer to assist in this investigation. Based upon the limited info provided by the customer, the separation may have occurred due to a vessel spasm which can grip a sheath tightly, requiring strong force in the removal. This may result in separation if enough force is needed. We are aware that this may occur and preventative action has been filed in an effort to prevent this in the future.